Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer able to establish communication between his scs ipg, charging system or patient programmer after not charging for approximately 6 months. It was also reported the patient receives a warning ipg comm error 2501 message from the patient programmer. The patient is interested in undergoing surgical intervention to address the issue.